Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. Reported event was confirmed. The cause is a failure of the motor100v. The motor100v and related parts were replaced to correct the issue. Eq-5000 device passed all functional tests after repair. The service history review identified ro#: (B)(4) on 2024/6/25 as a related issue: "disconnect indicator is on, replacement of board and heater".

Event description:
It was reported that an electrical leakage alarm occurred. The fault occurred while in use with the patient. There was known patient involvement and no patient harm/adverse event reported.